Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in shock impedance values over the past year. The past few days there have been a continuous increase in shock impedances with the most recent measurement being out of range. A review of the stored electrograms noted nothing abnormal except some noise on the shock channel in one episode which was likely myopotential noise. No adverse patient effects were reported. As of today the device and lead system remain in service.